Manufacturer narrative:
Evaluation revealed the t2 humeral nail / compression screw as primary products. The review of manufacturing documents revealed no deficiency in material and no deficiency in manufacturing. Dimensional examination revealed no deviations in the relevant undamaged areas. A review of the risk management file revealed that implant breakage had been considered. Evaluation results did not indicate a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. In the case presented it was confirmed that the compression screw had seized. Closer investigation revealed the screw had been inserted in misalignment to the nail¿s thread leading to material accumulation already in the first winding. Most likely increased torsion forces led to further material accumulation resulting in cold welding of threads of the nail and the compression screw. As mechanical properties of the material as well as dimensions were within specified tolerances we exclude faults in material or manufacturing the question of implant weakness could be negated. From technical point of view the cause of the event was not device related but rather associated with an use error. A medical review was not possible due to missing medical records. In case relevant information become available we reserve the right to update the investigation and to change the root cause. With available information a deficiency of the product was not verified.

Event description:
It is reported by the surgeon of the hospital, that he was performing a surgery procedure. During this procedure he noticed that the compression screw jammed.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It is reported by the surgeon of the hospital, that he was performing a surgery procedure. During this procedure, he noticed that the compression screw jammed.